Manufacturer narrative:
(B)(4). Incorrect anatomy: per the perclose proglide instructions for use (IFU) states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based on bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. The device was not returned for analysis. The patient effect of occlusion and treatment of surgical procedure are listed in the instructions for use (IFU) as potential adverse events of use of the device. The reported difficulties appear to be related to user technique and the patient effect/treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of the two proglide devices were successfully pre-placed. The sheath was upsized to an 18f. The tavr procedure was completed; however, hemostasis was not achieved with the sutures of the two pre-placed proglide devices. A third proglide device was used in an attempt to achieve hemostasis; however, it pierced through the inguinal ligament and an occlusion occurred. A cut down procedure was performed and surgical suturing was performed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is training in the use of the proglide device and training in the pre-close technique. No additional information was provided.